Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17736598 was performed and it was found that the failure experienced by the customer could be related to the manufacturing process. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, the moment the catheter passes, it shows that the catheter is fractured. The procedure is performed without any inconvenience and the patient leaves in perfect condition. The catheter is stored in good.

Event description:
Addendum (06/20/2018) additional information received indicated that the device was not used in the patient. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.

Manufacturer narrative:
During prep for an unknown procedure the 6f .070 al 3 100cm guiding catheter was noted to be fractured. The device was not used in the patient. The procedure was performed without any inconvenience and no patient harm occurred. The catheter was stored per the instructions for use (IFU). The patient's hospitalization was not extended because of the event. The patient was noted to have recovered. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17736598 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. The reported ¿catheter (body/shaft)-cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Storage and handling factors may have contributed to the event. According to the instructions for use, which is not intended as a mitigation ¿remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. Prior to use, flush the guiding catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.